Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 50 mg/dl while wearing the pod for an unknown amount of time. It was also reported while in the hospital the patient's blood glucose levels skyrocketed to 300 mg/dl. Symptoms reported include dizziness and lightheadedness. The patient was treated with an IV (intravenous) drip but also has blood work performed as well as, x-rays and a cat scan. The patient was released same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.